Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site. Subsequently, the patient underwent a skin revision surgery using silver nitrate (specific date not reported) in order to excise the skin. The patient was also treated with topical steroids (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on july 07, 2023.